Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose over 400 mg/dl after a lunch meal announcement following a recent infusion set change, and later experienced hypoglycemia to 50 mg/dl before a subsequent lunch without a meal announcement, followed by elevated blood glucose to 245 mg/dl; troubleshooting included confirming no infusion set leakage or tubing kinks and performing an infusion set change, along with education on correction dosing and monitoring. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization and resolution of the issue with ongoing monitoring. Investigation included user interview, review of use patterns around meal announcements, assessment of infusion set integrity, and corrective action through set change and education. Investigation of this case revealed no device or component malfunction identified and that the event was consistent with use-related factors around timing of meal announcements and recovery from hypoglycemia, with cause ultimately unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.